Event description:
It was reported that the patient¿s pump and catheter were removed and replaced. The patient had come to the pain clinic for a pump refill and the most lateral aspect of the pump incision, which had dehisced, was noted to have exposed the catheter. It was later reported that the pump was replaced, but the catheter was not. This conflicted with the previously reported information. The pump was treated as if it were infected, which was why it was replaced. The drug in the pump was bupivacaine.

Manufacturer narrative:
Product ID: 8590-1, lot# n323952, implanted: (B)(6) 2012, product type: accessory. Product ID: 8835, serial# (B)(4), product type: programmer. Patient product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4). The previously reported conclusion code no longer applies.

Event description:
Additional information received from a consumer reported that after a surgery to repair their catheter, the patient's pump was sticking out and the pump was removed and replaced in her lower back on the left side. The patient stated that now that she had a catheter and pump in, it worked very well, and she took less oral medication. The pump was being used to deliver fentanyl and bupivacaine (unknown concentrations and doses). [See manufacturer's report #3004209178-2013-06355 for details regarding the previous catheter issue].

Event description:
Additional information received reported that the pump was moved from its original location.